Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) female patient's daughter contacted zoll customer support to report that a treatment had been delivered. Review of the event indicates that the patient experienced an inappropriate defibrillation event while being placed onto a hosp bed after being admitted to the hosp following a fall. The fall occurred prior to the treatment event and is unrelated. Multiple counting and signal noise on 1 ECG channel contributed to the false detection. The patient was reportedly conscious and pressing the response buttons at the time of the event. Review of the downloaded data indicates the response buttons were pressed approximately 1 minute prior to pulse delivery. The response buttons functioned appropriately. The patient remains in the hosp and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were fully functional and able to detect and treat. Device manufacture date and usage of device: monitor, reuse; electrode belt: 01/2014, initial use. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).